Manufacturer narrative:
Type of reportable event: suspected dislodgement without intervention. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that (B)(6) post implant this right atrial lead showed no impedance measurements as well as poor sensing and low p-waves. A dislodgement it thought to have occurred. A chest x-ray will be taken to determine the next course of action. At this time the product remains in service. If additional info becomes available, this report will be updated as necessary.